Event description:
Customer reports, "during room preperation for pt, the table was operational, but there is no fluoro or radiographic capabilities."

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot system to a blown 3 amp fuse for the 24v power supply. The fuse was replaced. Unit tested for proper operation using sedecal generator service manual. Unit returned to full service by the customer.